Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the procedure was completed as planned by recreating the image storage and conducting a database consistency check. There was no harm reported to philips. The philips remote service engineer (rse) in contact with the customer analyzed the system remotely and confirmed that the system was indicating insufficient disk space problem with ¿low¿ free space error. The customer confirmed that all studies had been deleted by the medical staff, but there was still insufficient free space. The rse remotely connected to the system with the customer and performed a database consistency test. While the core database consistency test passed, the data model consistency test failed. The rse repaired the data model consistency test, ensuring it passed and successfully completed the image storage recreation. After which the system was returned to use in good working condition. After few days, the issue reoccurred. The philips service engineer reconnected the image disks and recreated the image storage database. After repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the customer received an insufficient disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.